Manufacturer narrative:
Cts directed customer to tighten reagent syringe and prime instrument; no further leaks observed by customer after tightening syringe. Service was not dispatched

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support to report fluid leak below reagent probes a and b. No injury was reported. No operator was exposed.